Event description:
Per the clinic, the patient experienced a loss of fixture in 2019, several weeks after initial implantation surgery. Reimplantation with a new device on the contralateral side is planned, but has not yet occurred as of the date of this report.